Event description:
It was reported to philips that the live monitor failed to display images. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was rescheduled at another time. The philips field service engineer (fse) inspected the system onsite and identified that there was no signal to the live monitor. Upon troubleshooting actions, fse replaced dp connector and reinstalled the ippc software. After replacement, the system was returned to use in good working order.